Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, was caught in the cartridge and was damaged during loading. There was no patient contact. The lens was replaced with another same model/ length lens and the problem was resolved. The post-op condition was good. The cause of the event was unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).